Event description:
It was reported to the aci clinical specialist that a patient underwent an unknown type of catheterization procedure and the exact date is also unknown. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the physician shuttled down and delivered the sealant. When the physician retracted the sheath, blood began to pool around the advancer tube to an amount the physician was uncomfortable with. The physician deflated the balloon and removed the device. The patient was converted to 10 minutes of manual compression where successful hemostasis was achieved. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1113901) indicated that the mynx device met all established performance criteria prior to shipment.